Event description:
The device was implanted on (B)(6) 2009. According to the patient, initial expected longevity was 12 years. Regular follow-ups were performed by a cardiologist with no programmer. In 2016 (the exact date is unknown) because of symptoms, the patient decided to consult another physician and during this visit battery was found depleted, earlier than expected reportedly. The pacemaker will be replaced in (B)(6) 2016.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The device was implanted on (B)(6) 2009. According to the patient, initial expected longevity was 12 years. Regular follow-ups were performed by a cardiologist with no programmer. In 2016 (the exact date is unknown) because of symptoms the patient decided to consult another physician and during this visit battery was found depleted, earlier than expected reportedly. The pacemaker was explanted on (B)(6) 2016.

Manufacturer narrative:
Preliminary analysis showed that normal battery depletion occurred for this device.

Event description:
The device was implanted on (B)(6) 2009. According to the patient, initial expected longevity was 12 years. Regular follow-ups were performed by a cardiologist with no programmer. In 2016 (the exact date is unknown) because of symptoms the patient decided to consult another physician and during this visit battery was found depleted, earlier than expected reportedly. The pacemaker was explanted on (B)(6) 2016.